Event description:
It was reported a cgm error 42 occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer successfully performed a pump reset with guidance from technical support, and the cgm error did not reoccur, allowing the caller to start their sensor session successfully.